Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose increased to 476 mg/dl. The sensor alerted him to a low blood glucose event so he ate jellybeans. The patient treated the high blood glucose with an insulin pump bolus. The insulin pump was not returned for analysis.